Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had dislodged. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned with the helix extended and clogged with blood. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies.